Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load sequence. The customer was able to successfully install the third cartridge onto the pump. The customer's blood glucose was 147mg/dl. Reportedly, customer will continue to use the pump for insulin therapy.